Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the suture was introduced into the patient's body, the device needle broke in half. For second try, the suture would not load the needle and finally when the suture was loaded, the device needle was bent in half. Medical intervention was required. There was no reported patient harm or injury.